Event description:
The patient ((B)(6)) received an scs system on (B)(6) 2010. It was reported that the patient experienced persistent back pain in the area where the lead was implanted and paresthesia in the right foot. The lead was explanted on (B)(6) 2010 and product will be returned to the manufacturer for evaluation. Follow up on the patient found that the back pain has decreased. No further information is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.